Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while loading insulin into cartridge. The customer stated the needle was inserted fully into fill port on cartridge ensuring that needle cleared rubber septum but was not able to load insulin. The customer was able to fill and load a different cartridge. There was no impact to the customer's blood glucose level.